Event description:
It was reported: "as part of ra 2009-008, the ceramic cutting blocks were inspected on customer site by a stryker sales representative and full inspection training was provided. On inspection of 16 cutting blocks at this customer site, 2 were reported to be broken and therefore failed the inspection."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as: MFR #2249697-2010-01489.